Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events have been associated with the use of all vads. The instructions for use warns that a user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Bleeding, neurological dysfunction and stroke have been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. The instructions for use outlines guidelines for optimal patient care. Although a definitive root cause conclusion cannot be made, clinical factors and patient comorbidities may have impacted the event; there is no indication of any device malfunctions or performance issues related to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received for this dt2 study patient ((B)(6) female) that on (B)(6) 2015 in the am the patient had visual loss, nausea/vomiting, and diminished level of consciousness. The patient had been symptomatic on (B)(6) 2015, but it was not reported to the hospital. CT results showed right occipital hemorrhagic event with update showing midline shift with evidence of herniation. Treatment included "comfort measures". The patient expired (B)(6) 2015, no autopsy was performed and the pump was not explanted. Relationship to the device was indicated as unknown.